Event description:
According to the reporter: the customer reports: when we tied the knit, the loop got caught to the intestine serous, three times in a row, causing to cut, each time, a fragment of the serous to free the knot. Impossible to make the ligature. Consequences: intestinal lesions. We finally cut the loop and changed the device.

Manufacturer narrative:
(B)(4).